Event description:
The customer reported to a baxter representative a condition of one intravia container bag that was alleged with "pieces of plastic" inside the bag; the customer reported that the plastic was observed after filling the bag with an unknown quantity of sodium chloride. It is unknown when this condition was alleged to have occurred. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). Writer is still attempting due diligence in an effort to obtain any additional information regarding the reported condition. It is unknown at this time if the sample will be made available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample was not returned for evaluation. Therefore, the reported condition could not be confirmed, nor could a cause be determined. Should additional relevant information become available, a follow-up report will be submitted.